Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip in this incident could not be determined. It is possible that there were procedural interactions (e.g. Unintended curves on the device and/or anatomical conditions) which resulted in increased stress on the system, such that the clip was unable to initially disengage from the l-lock assembly, but ultimately released following troubleshooting maneuvers to deploy the clip; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed for the difficult clip deployment which has potential to cause or contribute to serious injury. It was reported that the mitraclip was difficult to deploy during the procedure. The actuator knob was turned eight times, but the delivery catheter shaft would not detach from the mitraclip. Troubleshooting maneuvers were performed and the clip was successfully deployed reducing mitral regurgitation from grade 4 to 1 with one clip. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.